Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the mobile programmer lost telemetry with the implantable cardiac device during threshold testing and when the patient was being paced. Initial troubleshooting steps taken were unsuccessful and it was intended to use another programmer to complete the procedure however this was not needed in the event. The mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysed. Analysis of the device memory was performed. According to the logs, the base station's button was pressed before the connection was lost. If the button is pressed and held for more than 5 seconds, the base station restarts and stops the further reconnection attempts. The button press was reported to the tablet 10 seconds before the bluetooth (bt) connection was reported as lost, where after 5 seconds (after the button press) the bt connection to the patient connector observed high waveform latencies, remaining till the basestation bt link was reported to be lost. It might be highly likely caused by the fact the tablet was looking for the base station, trying to re-establish the bt connection. No anomalies were found. If information is provided in the future, a supplemental report will be issued.